Event description:
A maude database search conducted on (B)(6) 2019 found maude report number (B)(4). The event description states: "the patient was having a heart cath and the terumo sheath broke in half during the case. The patient had to be taken to surgery to retrieve the broken part."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of event - (B)(6) 2019. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [Uf medwatch (B)(4)].

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: the patient was having a heart catheterization and the terumo sheath broke in half during the case. The patient had to be taken to surgery to retrieve the broken part. Additional information was received on 04nov2019. Blood loss was minuscule. The patient condition is unknown.